Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited oversensing and high out of range pace impedance measurements that triggered a lead safety switch. Technical services (ts) was consulted and noted an artifact from a signal artifact monitor event and noisy signals from an atrial tachy response episode post lead safety switch that appeared on the right atrial channel. Ts recommended that the patient be further evaluated and to program the lead back to bipolar mode if appropriate. No adverse patient effects were reported. This pacemaker remains in service.